Manufacturer narrative:
(B)(4). D10: cat# 00877503603 lot# 2897044 bioloxâ® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper 12/14 cat# 00625006530 lot# 63696911 bone scr 6.5x30 self-tap cat# 32833401002 lot# 63667127 femoral pressurizer seal small natural cat# 00801102020 lot# 63777096 allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter core g2: foreign ¿ australia the customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately six years post-implantation, the patient underwent a hip revision due to unknown reasons. The liner was revised. It is unknown if other components were revised. Attempts have been made and no further information has been provided.

Event description:
It was reported that approximately six years post-implantation, the patient underwent a hip revision due to dislocation. The liner and head were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h4. The following sections were corrected: b1; b5; h6 clinical and device code. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).